Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose of 300 mg/dl that began 3 days ago. She stated, she changed the infusion set and her blood glucose remained elevated. She stated that she disconnects from the infusion site and either performs a prime or bolus to verify insulin delivery. She stated that prior to experiencing elevated blood glucose, she would either prime or bolus 6 units of insulin and 9-10 drops of insulin would drip from the infusion tubing. She stated that since elevated blood glucose began only 2-3 drops drip from the end of the infusion tubing. She stated, her normal blood glucose range is below 150 mg/dl. Limited troubleshooting was performed and no product issues were revealed. The patient has received several replacement infusion devices and refuses additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.